Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that technical support was not able to determine why the event had occurred. Technical support suggested altering the dosage to clear the event code and prevent the error from reappearing. There was no further information on this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the hcp had contacted the reporter regarding an alert that showed up saying ¿potential underdose: pump motor may be running at less than programmed rate ¿ software service code 96 (pump stopped safety count)" when they interrogated the pump. The reporter was not with the hcp. The reporter was redirected to have the hcp check the pump logs. Additional information was received later the same day from the reporter who reported that they obtained the pump logs and noted that on 20-apr-2023 there was a message for a pump safety count in effect with report service code 238 (pump stopped safety count). The technical service¿s agent confirmed with the reporter that it only showed once in the logs and that there was no audible alarm. The agent reviewed the meaning of the safety count message and advised that there was no further action needed on the part of the hcp as it related to the alert. Additional information was received on 15-sep-2023 from the reporter who reported that the code was still persistent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the hcp opted to replace the patient¿s pump. The patient persisted with withdrawal symptoms and the pump would not cease to display alarm messages.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 30.0 mg/ml at 3.933 mg/day and bupivacaine 2.0 mg/ml at an unknown dose via an implanted pump for unknown indication for use. It was reported that the hcp needed assistance interpreting a service code that appeared when the hcp interrogated the patient's pump for a pump refill. The service code was 238 along with the message warning: potential for underdone. The hcp stated there was a volume discrepancy, but could not provide the volume discrepancy amount. The patient called the next day to report that his pain level had increased, but the hcp stated that the patient had always stated that his pain is not controlled. It was stated "the patient is always asking for increases, so hard to decipher if it¿s the patient or a pump issue". No environmental/external/patient factors that may have led or contributed to the issue were stated. No diagnostics were performed. Company rep asked the hcp to perform a reading of the pump logs. The issue resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown. Additional information received from a company representative (rep) on 2023-aug-08 indicated an alert 238 was seen at first interrogation, session date 2023-08-02. The healthcare provider (hcp) did report a volume discrepancy, but the rep did not have any details on the volumes. The patient reported not getting any relief but the patient had always been that way. The rep did not know if the infusion had changed to minimum rate mode. Additional information was received again from the rep on 2023-08-10 and reported code "13" was in the event logs seen in april and code 96 was seen on the clinician programmer at interrogation. It was reviewed the best way to resolve was to update the pump with a new slightly different infusion and back to desired rate. It was noted the patient was "not looking well" today (B)(6) 2023 and no other events in logs. Additional information received from the rep on 2023-08-15 stated that the cause of discrepancy was not determined. The hcp stated that there was less drug than expected, 5 ml less. The provided information had been confirmed with the physician and the rep had no further information at this time.